Event description:
While use on patient, ventilator failed to build pressure and gave low pressure alarm. After a while, the ventilator started to smoke from front panel. It was checked in dealer facility and was found with evidence of burning. Prior to low pressure alarm, physician tripped over the ventilator. Customer claimed that it was not much impact to the ventilator.